Manufacturer narrative:
(B)(4). Investigation of the device could not be conducted as it was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information, it was concluded that stress could be accumulated on the core wire of the subject miracle 6 when the guide wire was rotated to cross the cto lesion retrogradely, causing the core wire to be separated. As pulling force was applied on the guide wire during withdrawal, the coil wire could be elongated. Although there was no indication of product deficiency, possibility that tip fragment(s) might be left in the anatomy could not be completely excluded. Instructions for use states that: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or vessel trauma may occur; [warnings] when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720?¿) in the same direction; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that during a pci for a cto lesion in an unspecified segment in rca, antegrade wiring was attempted and switched to the retrograde approach. With a miracle 6 guide wire and a concomitant microcatheter, the lesion was crossed. Although difficult, the guide wire managed to be withdrawn after the lesion crossing. Out of the patient anatomy, the coil wire of the withdrawn miracle 6 was found significantly elongated. The physician commented that no additional treatment was provided to the patient for the event. There were no adverse patient effects.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.